Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer performed the load fill tubing sequence while connected at the infusion set site. The customer's blood glucose level was less than 40 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.